Event description:
It was reported that caller experienced cgm error with sensor identified as g7sensor. There was no reported adverse impact to the customer. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not return, and successfully started sensor session, with no additional issues reported.